Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).